Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow up, inaccurate detection in vf zone was noted on the device due to myopotential oversensing. The patient is dependent. Device was reprogrammed. The patient was asymptomatic.